Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that ¿the patient underwent a tlif at l2-l3. At the time of final tightening of the center set screw, the screw head stripped.¿ no patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Associated driver not returned with implant for analysis. Visual and optical examination confirms crosslink center hex head is stripped. No visual evidence of nut misalignment identified. Dimensional verification of hex width conformance to print specification. Unable to examine the associated x10 driver, due to not being included with the complaint return product. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event due to exclusion of associated instrument from complaint return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.